Event description:
It was reported that the physician was unable to screw in the lv lead. The lv lead pulled out easily. The device was replaced.

Manufacturer narrative:
The reported field event of being unable to screw in and secure the lv lead could not be confirmed in the laboratory. Upon receipt, the set screw was fully screwed into the lead bore and obstructed the lead. Once un-tightened, test leads were inserted normally into the header and secured properly to all connector blocks.